Event description:
The customer reported that the dilution cup on the ortho provue is overflowing and contaminated the reagent. No error messages were posted by the analyzer. No erroneous results were reported. Fluid leak can lead to dilution or contamination of reagents/samples and erroneous test results.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and replaced both two way valves (e and b). The replacement of the valves has returned the instrument to expected operation. This customer has logged one similar complaint against this analyzer since this incident. (B) (4).